Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event and patient weight information. Further information was requested but not received. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2022-03120. It was report the patient's drg s2 lead migrated. As a result, surgical intervention occurred wherein the lead was explanted and replaced to address the issue. Therapy was restored post-operatively, reportedly. It is unknown which lead is related to the issue. Therefore both s2 leads are being reported.